Manufacturer narrative:
The insulin pump had blank display noted due to faulty connector on the interface board. The insulin pump was received with bleeding lcd glass, reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display anomaly during an infusion set change. The patient's blood glucose at the time of incident was 80 mg/dl. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that there was no apparent damage or corrosion to the battery compartment and battery cap contacts. The customer cleaned the battery cap contact with alcohol and inserted a new aaa alkaline battery, but the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.